Event description:
It was reported that pump declared cartridge change error, and issue occurred in past. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin delivery, and clinical support attempted follow-up contact and left voicemail, with no additional information received regarding outcome of event.